Event description:
In early may, a baxa tpn bag model #138 - lot #520331 - was noted to contain visible plastic shards inside it. This was noted after a solution was made but prior to pt administration. The bag was pulled and sent to baxa for analysis. Baxa responded in a letter dated 06/01/2006 stating, "an evaluation of the returned samples confirmed the reported complaint. In order to determine the possible source of the plastic shard, bag production and recent component records were reviewed. This matter is currently under investigation, including root cause analysis and corrective action implementation. Additionally, employee training was conducted with all manufacturing personnel currently inspecting assemblies to review the complaint and the plastic contamination." Subsequent to this event, the same findings were noted by our pharmacy in 1 liter bags from lots #620001 and #620059. When contacted, baxa responded verbally with a similar explanation as above and the bags are currently in transit to their qa team for further analysis. They are attempting to determine if the last two lot numbers were manufactured prior to current action. In each occurrence, the vigilance of our staff prevented these bags from being administered to patients.